Event description:
Boston scientific received information that the latitude system detected a red alert from this lead due to high right ventricular pacing lead impedance. A revision procedure was performed and a lead fracture was visible in the clavicle region. The lead was removed from service and replaced without further incident. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received regarding the clinical observations on the day of the lead revision procedure. Impedance measurements were greater than 2000 ohms and there was no capture. Additionally, there was evidence of noise on the right ventricular (rv) electrograms (egms). There were non-sustained episodes in the logbook due to the noise which did not result in any therapy issues as this patient had an underlying rhythm. This product issue will be updated if additional information is received.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.